Manufacturer narrative:
Not returned by facility.

Event description:
Facility reported that the endotine forehead 3.0 device did not click in (did not seat in hole). The doctor removed the device as soon as it was discovered that the device did not seat. The patient was not injured and no intervention was required.